Event description:
On (B)(6) 2013, the physician reported that two days after the patient underwent lead replacement surgery, the patient developed acute bilateral vestibular neuritis and was bedridden due to the severe dizziness. The vns has been off since the surgery, and the patient has not had any seizures since this started. The physician questioned whether the dizziness event could be related to vns insertion or the lead change. Attempts for additional information have been made; however, they have been unsuccessful. No additional information has been provided.

Event description:
Follow up with the physician found that the acute bilateral vestibular neuritis was "probably unrelated" to vns. The lamictal level was also high at the time. The patient responded to physical therapy and reduction in lamictal dose. No other information was provided.